Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was in stent stenosis in the ped2. The patient was undergoing surgery for an aneurysm. It was reported there was high in stent stenosis in the pipeline in the vertebral artery seen via angio on 2019-10-18. The event resulted in the hospitalization of the patient, and a elutax balloon (competitor) was used to open the stenoisis. They came to the control after 6 months after procedure date and the stop date indicated was (B)(6) 2013. The patient recovered and the issue was resolved. The patient was treated for a left vertebral artery, fusiform aneurysm. The max diameter was 4mm. The dome height was 1.5mm and the width was 4.3mm. The aneurysm neck was 6mm. The distal landing zone was 3mm and the proximal was 2.8mm. No procedure images are available. No information regarding the vessel tortuosity available. The in-stent stenosis was reported to be > 70%. The patient was treated with 2 pipeline devices. Device #1: ped2 ¿ 300-20, a753162 <(>&<)> device #2: ped2-300-18 , lot# a154795. During the balloon angio procedure, a zoom image was subsequently taken followed by probing of the stenosis with a transend wire. First, the 3.0 x 20 mm elutax balloon was introduced and placed in the proximal stented section. The balloon was then inflated to 3.0 bar under manometer control. The balloon remained in this position for approx. 60 seconds before being deflated. The following scout view showed significant improvement of the stenosis in the proximal part of the stent. However, there was another stenosis in the distal section, which is why another 3.0 x 10 mm balloon was introduced and advanced to the distal end of the stent. On (B)(6) 2019, pta of an in-stent stenosis was performed with a deb balloon via transfemoral access and endotracheal intubation. During the procedure, a minor subarachnoid hemorrhage occurred, otherwise the procedure went without complications and without new focal neurological deficits, the patient was first moved to our monitoring ward after the procedure and on the following day to our general ward. Follow-up imaging (head MRI and cranial CT scan) revealed a small subarachnoid hemorrhage that had occurred prior to the procedure. Please continue dual antiplatelet therapy until the follow-up dsa in 3 months. The patient was discharged on (B)(6) 2019 in a good general condition and without focal neurological deficits to your further care. On 17dec19: site has updated ae term to include the location of the in-stent stenosis ¿in stent stenosis, we see it in the follow up visite atery carotid interna¿ additional information received noted that the patient's minor subarachnoid hemorrhage was not related to device or implant procedure, and possibly related to dual anti platelet therapy, as the patient was undergoing treatment of in stent stenosis. Additional information received clarified that the in stent stenosis observed at the 6 month follow-up imaging was 25-50%. Additional information received reported that per site completion of the aneurysm follow-up imaging crf, dsa imaging on 21oct2019 showed raymond <(>&<)> roy occlusion class 2 and parent artery stenosis 0-25%. This was after site had already reported aneurysm follow-up imaging 3d dsa imaging on 18oct2019 (3 days prior) that showed raymond <(>&<)> roy occlusion class 1 and parent artery stenosis >50-75%. No additional medical interventions were reported to treat the aneurysm occlusion. The aneurysm was never ruptured or previously treated.